Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 709mg/dl on time and date of hospitalization mentioned was (B)(6) 2017. Customer¿s current blood glucose was 262mg/dl. Customer states that yesterday blood glucose was 547mg/dl but at time of hospitalization it was 709mg/dl. The customer was treated with manual injection. Customer performed troubleshoot and states that drive support was normal, insulin exited at qr. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.